Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a console's screen going blank was confirmed through the analysis of data log files associated with this complaint. These consoles were evaluated and tested by mcs (B)(4). The first log file was successfully retrieved from 2nd gen primary console. Per the log file, at approximately 5:23pm on (B)(6) 2019 an ifd-shutdown (display dark) occurred. Subsequently, voltage errors occurred, followed by system alert:s3 and set pump speed not reached: m5 alerts being triggered on the console. During these events, speed dropped from ~4500rpm and a flow of ~4lpm to a speed of ~3400rpm and flow of 0lpm. Although the console displayed a flow of 0lpm, flow was still available. The reported event was confirmed. The second log file was successfully retrieved from 2nd gen primary console (B)(6) (reported under MFR # 2916596-2019-00651). Per the log file, at approximately 7:22am on (B)(6) 2019 an ifd-shutdown (display dark) occurred. Subsequently, voltage errors occurred, followed by system alert:s3 and set pump speed not reached:m5 alerts being triggered on the console. During these events, speed dropped from ~4700rpm and a flow of ~4.1lpm to a speed of ~3600rpm and flow of 0lpm. Although the console displayed a flow of 0lpm, flow was still available. The exact motor used with each respective console during the events captured in the log files could not be conclusively determined. The investigation of the returned centrimag 2nd gen primary console (serial number (B)(6) ) was performed by the r&d department of mcs zurich. During their investigation it was found that the console operated as intended. No fault was found with the console. The reported issue was reproduced when the console was tested together with its associated motor (serial number (B)(6) , reported under MFR # 2916596-2019-04265). Further investigation revealed that the motor was responsible for the event observed in the field. Corrective action was opened to handle the motor issue and root-cause investigation. During further testing by the service depot it was observed that the console was overdue for it's routine battery maintenance, which was then performed successfully. Full functional checkout was performed per the centrimag 2nd gen primary console service process and the unit passed all tests. The returned console was found to function as intended. The serviced and tested unit was returned to the rental pool. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch reports the cmag primary console. The cmag motor is reported under medwatch MFR report #2916596-2019-00563. Approximate age of device - the centrimag primary console is not a single use device. The approximate age of the device will be submitted int he supplemental report when the manufacturers investigation is completed. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was being supported by an extracorporeal circulatory support pump or acute biventricular extracorporeal circulatory support. It was reported that during animal trials in atlanta there was an issue with centrimag hardware. A console's screen went blank; the motor continued to run; however, the user had to swap the console and motor onto a backup. The console and motor were both returned for evaluation. No additional information was reported.